Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The hill-rom service rep evaluated the customer returned unit and was not able to duplicate the reported issue. The hill-rom rep tested the unit per the spi and did not find any problem.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that they can't this unit to pressurize. She then stated that the map is reading 1cm. They have all the performance check settings in place and they hit the start/stop button and it will oscillate with an amplitude of zero.